Event description:
A home pt's spouse contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Reportedly, the home pt's spouse was using a standard homechoice set in combination with a pt line extension which was not connected to the setup until after the prime cycle had completed. Baxter's technical service center assisted the home pt's spouse in ending therapy early. Therapy was completed by setting up with new supplies. Per the home pt's spouse, no pt injury or medical intervention was associated with this incident.